Manufacturer narrative:
The customer reported replacing the user interface (ui) assembly and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The user interface (ui) assembly was received for analysis. Based on the returned part the customer complaint was not confirmed. The user interface (ui) assembly passed all testing. A dim screen display could not be duplicated. There were no faults found with the user interface (ui) assembly.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer that the user interface (ui) assembly may require replacement and that the unit's software would require upgrading.

Event description:
It was reported that the unit had a dark display. There was no patient involvement.